Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n338666, implanted: (B)(6) 2012, product type: accessory. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
On (B)(6) 2014 it was reported that the pump started beeping the day prior to the report, and the reporter described a sound that was consistent with a critical alarm. The pump reportedly needed to be filled. The patient went to the emergency room (ER) at the time of the report. The reporter was redirected to the patient's healthcare provider (hcp), and it was noted the patient did not have a current hcp. The pump system was being used to infuse dilaudid and morphine. No interventions, patient symptoms, or outcome were reported regarding this event. Further follow-up was conducted to obtain this information. Additional information was received on (B)(6) 2015 and it was reported that the pump was empty for 2 months due to the managing physician retiring. The patient found a new managing physician and was able to refill the pump. It is unclear if the pump only contained pain drugs at the time of the event. Further follow-up is being conducted to collect this information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6)2019. It was reported that the patient went through withdrawals when his pump went empty. He was having a difficult time finding a doctor to manage his pump and was wondering if it was his choice to have the pump removed or turned down so he didn't go through withdrawals again. The patient was provided with physician listings. No further complications were reported.